Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she just "can't get this thing to work right." The patient further clarified that since implant she was not getting therapy relief and stated that her symptoms are the same as they were prior to implant. The patient also stated that she hasn't got a "signal". The patient clarified that she is referring to the signal as not feeling stimulation. The patient stated that her healthcare provider (hcp) started her stimulation at 0.9 and told her to increase from there as needed, but did not provide any other guidance. Patient services walked the patient through how to communicate with the ins and the patient stated that her stimulation was on at 1.2 on program 1. The patient stated that she wanted to try increasing stimulation and increased stim initially to 1.3 on program 1. The patient stated that she was not feeling stimulation at 1.3 and increased stimulation to 1.4 on program 1. The patient confirmed that she could feel stimulation comfortably in the bike seat area at 1.4. Patient services reviewed stimulation considerations and expectations. The patient was redirected to follow up with the healthcare provider (hcp) for the following reason: to discuss symptoms <(>&<)> programming. The patient will monitor symptoms now that change was made and will follow up with hcp if doesn't resolve. On (B)(6), the patient re-reported that since implant her symptoms don't seem to be getting much better. The patient clarified that since implant, she has had very little improvement. Patient services reviewed post-surgical and implant education information. The patient stated that the healthcare provider (hcp) had said she could change the setting and go up very slowly. The patient stated that she had increased and got it to 1.5, she felt stim then stopped feeling it. Patient services reviewed stim sensation information. The patient stated that they will have a 6 week follow-up with her healthcare provider (hcp). Additional information was received. The patient reported they were still working on finding the right program for their therapy. They mentioned they saw a healthcare provider and they were on 2.2 at the time of the report. The patient repeated again that they never really got the therapy to work. They also said that stimulation was intermittent. They got stimulation for a day or 2, then they stopped feeling stimulation. They stated they were watching tv and stimulation was on for 20 minutes and then went off. They said the handset showed the application timed out. They also mentioned they were on program 1 at 2.9, then changed to program 2. It was reviewed that it may be normal not to feel stimulation all the time and it was reviewed how the therapy worked. It was also reviewed the patient could continue to increase the amplitude and monitor symptoms. No further complications were reported or anticipated.